Event description:
Pt placed in chair with fall alarm and fall pad. Pt tried to get up and go back to bed. Fall alarm on the chair never alarmed. When the fall alarm was removed from the chair, it was flashing green, but never alarmed.